Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Blood glucose was not impacted. The customer continued to use the pump for insulin therapy and declined follow up from tandem technical support.